Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/8/2020. H.6. Investigation: one 3ml syringe in an opened blister pack from batch 0016556 with a small amount of clear fluid inside and a needle attached was received and evaluated. Only one product was returned for all three events reported. It was observed there was a small white cylindrical foreign matter particle present on the stopper. The particle did not appear to be related to the manufacturing process. Potential root cause for the foreign matter defect was likely not associated with the manufacturing process. Based on the color, size and shape, the particle was likely from the vial septum. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had foreign matter in the syringe. This was discovered during use. The following information was provided by the initial reporter: material no:309657. Batch no: 0016556. It was reported that debris was found in the syringe before attempting to fill cartridge.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 ml bd luer-lok luer-lok tip had foreign matter in the syringe. This was discovered during use. The following information was provided by the initial reporter: material no:309657, batch no: 0016556. It was reported that debris was found in the syringe before attempting to fill cartridge.